Event description:
Boston scientific received information that this product was part of a system explant due to erosion of the pocket. A new device and leads system was implanted on the patient's right side. There was no report of adverse patient effects due to the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.